Event description:
(B)(4) I began having severe depression and weight gain in (B)(6) 2016. I was admitted to an inpatient mental health facility after attempting suicide. I was then diagnosed with graves disease. I endured a full thyroidectomy on (B)(6). I remained in the mental facility as an outpatient monday thru friday, from (B)(6). I've been hospitalized three times since then due to depression, anxiety and hypocalcemia. I've also had continual severe cramping and weight gain since (B)(6). I went from (B)(6) in less than three months. I have not been able to work since (B)(6).